Manufacturer narrative:
Product complaint # ==>(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? - did the needles fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an under general anesthesia, extensive transabdominal hysterectomy, bilateral adnexectomy, and pelvic lymph node dissection were performed . Procedure on (B)(6) 2025 and suture was used. During the procedure, at 13:11, the patient underwent surgery. At 17:50, during the process of suturing the abdominal incision and closing the abdominal cavity for the open surgery patient, the tail end of the needle broke at 1/4. The doctor confirmed that the broken needle was fully assembled without any defects, and immediately used another type of suture to suture the abdominal incision site, ensuring the smooth progress of the surgery and the safety of the patient . No adverse patient consequences were reported. Additional information was requested.